Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to an (unspecified) bacterial infection. As no additional information was able to be obtained and the cause of the peritonitis event was not confirmed, the cause of this peritonitis has been assessed as unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient was not recovered from this peritonitis event. Action with pd therapy was not reported. No additional information is available as the reporter declined further follow up.